Event description:
Reporter alleged obtaining the results of 400 mg/dl and 145 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took an extra 250 mg metformin pill, an unknown time later in the day, due to the high readings. Reporter stated she felt hypoglycemic symptoms after that and her brother treated her with a candy bar and soda. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.